Event description:
Caller states the patient tested approximately 1.2 inr and approximately 3.0 inr on the coaguchek system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested >8.0 inr on the coaguchek s system and 5.4 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.